Event description:
It was reported that this pacemaker went into safety mode. It was noted that this patient experienced an asystole and had a syncopal episode when signing the consent form to changeout the device. It was noted that the pacemaker already had a high capture threshold on the right ventricular (rv) channel. In the latest ventricular episodes, it was noted that there was pacing inhibition and noisy signals, but the noisy signals were not sensed. Further review of the reports showed that there was undersensing and noisy signals on the right atrial (ra) channel. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced by a non-boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that this patient experienced an asystole and had a syncopal episode when signing the consent form to changeout the device. It was noted that the pacemaker already had a high capture threshold on the right ventricular (rv) channel. In the latest ventricular episodes, it was noted that there was pacing inhibition and noisy signals, but the noisy signals were not sensed. Further review of the reports showed that there was undersensing and noisy signals on the right atrial (ra) channel. The device remains in use. No additional adverse patient effects were reported.